Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an artic sun device that would not fill. Per tech support or biomed via phone on (B)(6) 2024, customer stated that a technician did let know that the device was near the 2000 hour pm and was instructed to recalibrate the device and check the water pump. There were no issues and returned the device to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an artic sun device that would not fill. Per tech support or biomed via phone on 24june2024, customer stated that a technician did let know that the device was near the 2000 hour pm and was instructed to recalibrate the device and check the water pump. There were no issues and returned the device to service.